Event description:
A patient reported their mask broke at the forehead support arm, resulting in a cut to their face. Treatment of the cut reportedly included sutures. Further attempts to contact the patient have been unsuccessful. Messages left on the patient's answering machine requesting a return phone call have not been honored. The homecare provider that distributed the mask to the patient was contacted by the manufacturer regarding this event. The homecare provider reported the patient had not communicated the mask failure or subsequent injury to them. A return authorization was issued to facilitate return of the mask to the manufacturer for investigation. At the date of this report's filling, the mask had not been received for investigation. Upon completion of this investigation, the manufacturer will submit a follow-up report.